Event description:
We have been informed that during afx the valve was producing a large amount of bubbles. No report that actual patient harm occurred or surgery was prolonged >30min.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Manufacturer narrative:
In regard to this complaint, one cannula with closure valve was received for investigation. Visual inspection revealed no anomalies. The valve was in pristine shape. Physical testing showed that the closure valve met its maximum water leakage specification of 0.4 ml/min at 40 mmhg. In fact, the valve did not even show signs of leakage at 150 mmhg pressure. Device history record review revealed no deviations and a database search showed that, other than case (B)(4) from the same customer, no similar complaint have been reported on this specific lot. Based on the investigation performed, the reported failure could not be confirmed or attributed to the returned product. Based on the investigation performed, a remedial action/corrective action/preventive action/field safety corrective action (fsca) is not required as the complaint could not be reproduced on the actual product. The analysis includes all complaints with failure modes ci-closurevalve-leakage and ci-closurevalve-defect-removal related to comparable trocar systems.

Event description:
We have been informed that during afx the valve was producing a large amount of bubbles. No report that actual patient harm occurred or surgery was prolonged >30min.